Event description:
The customer reported that the system would display dark and rough images during fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the control panel and the image processor printed circuit boards. The system was tested and found to be working as intended and put back in service.